Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported the patient presented for initial procedure. During implant, it was discovered the left ventricular lead failed to capture. The physician elected to abandon the implant. The patient was in stable condition.